Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal laparoscopic inguinal hernia repair procedure, two trocars had valve se al disengage. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photos noted: the first photo depicts the product ID label. The second photo depicts the label in a bag. The third photo depicts the device in the display tray in a bag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.